Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found dry, brittle tubing on the transducer which may have leaked. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that there was no patient harm or injury.